Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported stent dislodgement was not confirmed. The proximal end of the stent implant was stationary on the balloon between the marker. The stent implant had multiple bent and stretched struts on the distal portion of the stent implant. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement . The noted stent damage is likely due to inadvertent mishandling of the device during sheath removal. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: estimated. Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience pro 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that before the rx xience pro 48 was removed from the coil, it was observed that the stent had come off the balloon. There was no patient involvement and no clinically significant delay in procedure. No additional information was provided.